Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately low compared to another meter. The complaint was classified based on customer care advocate (cca) documentation as well as the initial call recording which was listened to by the medical surveillance specialist (mss). The patient reported that the alleged inaccuracy occurred on an unspecified date during (B)(6) 2014. At this time the patient claimed obtaining a blood glucose reading of ¿150mg/dl¿ on the subject meter and ¿250mg/dl¿ on an unknown hospital meter within 10-15 minutes of one another. The patient informed the cca that they regulate their diabetes with a combination of medications including: metformin, levemir, byetta and humalog (no details regarding dosages and frequency of intake were noted). It is not known whether the patient made any changes to their normal diabetes management regimen as a result of the alleged inaccuracy. During the initial call with the cca the patient reported that they had been feeling ¿tired and sleepy¿ for an unknown period of time before the alleged inaccuracy occurred. The patient associated these symptoms with having high blood glucose levels. The patient stated that because their blood glucose levels were ¿high¿ their doctor had referred them to hospital where they were admitted for 7 days during (B)(6) 2014. While in hospital, the patient stated that they were treated with ¿30 units, 40 units and 55 units¿ of 3 different types of insulin, however could not recall the names of the insulin. The patient also stated that their blood glucose levels were measured throughout the 7 day stay with results ranging from ¿645mg/dl¿ ¿down to normal¿.at the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient obtained an inaccurately low reading on the subject meter which led to hospitalization and hcp treatment for serious injury after the alleged meter issue began. In addition, it cannot be said with absolute certainty that the alleged ¿inaccurate low¿ subject meter results did not affect treatment options prior to or after this hospitalization.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.